Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During an event, the labsystem pro ep recording system - clearsign ii amplifier was selected for use. It was reported that amplifier was not functioning. The amplifier was stopped responding mid-procedure. It was noted that heparine saline fluid splashed onto electrical equipment pendant and potentially entered a power socket and circuit breaker, thus, losing power to all equipment. The equipment was rebooted without issues except for the clearsign amplifier. Connection between workstation could not be restored despite all troubleshooting suggested by technical support. Due to this the procedure was cancelled. Patient had been sedated at the time of cancellation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Clearsign ii amplifier was evaluated by boston scientific due to not functioning. Equipment analysis was preformed and the amplifier passed functional testing. No problem was detected. Equipment was found to be within specifications. Based on all the available information the ultimate cause of the event that led to the procedure cancellation was not determined.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. During an event, the labsystem pro ep recording system - clearsign ii amplifier was selected for use. It was reported that amplifier was not functioning. The amplifier was stopped responding mid-procedure. It was noted that heparine saline fluid splashed onto electrical equipment pendant and potentially entered a power socket and circuit breaker, thus, losing power to all equipment. The equipment was rebooted without issues except for the clearsign amplifier. Connection between workstation could not be restored despite all troubleshooting suggested by technical support. Due to this the procedure was cancelled. Patient had been sedated at the time of cancellation. It was further reported that a work order was performed onsite. The unit was turned on and confirmed to be faulty. The software was note able to communicate with the amplifier. A refurbished clearsign amplifier was connected and communicated properly with the pc unit software. The unit passed functional test.